Event description:
It was reported that a pt underwent a robotic assisted gynecological procedure on (B)(6) 2010. During the procedure, the blade slowed down then seized and stopped altogether. Another device was used to complete the procedure with no adverse pt consequence.

Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00024. The same pt is represented in each medwatch.